Manufacturer narrative:
No damaged points detected on the shaft. The balloon was found longitudinally burst. No other abnormalities detected.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an amphirion deep otw pta balloon catheter to treat the posterior tibial artery/ anterior tibial artery. The target lesion was calcified with moderate tortuosity and 90% stenosis. Artery diameter: 2mm x 100mm length. The device was inspected and prepped prior to use with no issues noted. No resistance noted with accessory equipment, the device was been used with a 6f sheath and a 0.014" guide wire. Resistance was noted advancing the device to the lesion; however excessive force was not used. During the 1st inflation with a syringe it was noted that the balloon was slow to inflate up to 8 atm "it looked like it was broken" and even though more atms were applied, the balloon would not inflate. Difficulty was also encountered deflating the balloon. A second amphirion was attempted however the same issue occurred. The procedure was completed with another non medtronic balloon. No clinical sequelae reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.